Event description:
It was reported that the pt underwent ptca of the lad and stent placement. During the procedure, the stent balloon was inflated in the coronary artery to deploy the stent. The balloon then deflated without incident. The sds was repositioned and reinflated to 16 atm. On this inflation, the balloon did not deflate with negative pressure. Blood was noted in the inflation device and the balloon was noted on flouro to be explanted. Numerous attempts to deflate the balloon with 20cc syringe resulted in partial deflation. The balloon catheter was removed with difficulty. Mycardial staining remained with a ruptured septal perforation noted. Intervention of the staining and perforation were not reported.